Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called in with reports of the cycler not draining. Treatment records were reviewed. Drain 0 - 52 ml; fill 1 - 2508, drain 1 - 5559 ml; fill 2 - 1759, drain 2 = 5723 ml. The reported drain volume of 5723 ml was 229% over the expected drain volume resulting in a reportable device malfunction.